Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5062247) on (B)(6) 2016. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("menorrhagia"), systemic lupus erythematosus ("lupus nos"), genital haemorrhage ("irregular bleeding") and mental impairment ("diminished brain function") in an adult female patient who had essure (batch no. 910511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis interstitial ("interstitial cystitis"), adenomyosis ("adenomyosis"), cervicitis ("cervicitis"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), constipation ("constipation") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced the first episode of paraesthesia ("sensation of prickling of skin"), pruritus ("sensation of itching of skin/ itching") and rash ("skin rashes"). In (B)(6) 2015, the patient experienced visual impairment ("vision got worse"). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), mental impairment (seriousness criterion disability), ovulation pain ("painful ovulation"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), bladder disorder ("bladder sensitivity"), the second episode of paraesthesia ("tingling sensations in limbs"), skin burning sensation ("sensation of burning of skin"), hypersensitivity ("heightened allergies"), hair disorder ("hair changes"), arthralgia ("joint pain"), balance disorder ("unsteadiness / balance issue"), gingival pain ("gum sensitivity"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping"), dry eye ("dry eyes") and vaginal infection ("vaginal infection") and was found to have blood glucose abnormal ("blood sugar issue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, systemic lupus erythematosus, genital haemorrhage, mental impairment, ovarian cyst, ovulation pain, abdominal distension, dyspepsia, gastrointestinal disorder, bladder disorder, the last episode of paraesthesia, skin burning sensation, pruritus, blood glucose abnormal, hypersensitivity, weight increased, hair disorder, arthralgia, balance disorder, gingival pain, insomnia, abdominal pain, back pain, abdominal pain lower, vaginal haemorrhage, cystitis interstitial, rash, adenomyosis, cervicitis, dysmenorrhoea, dry eye, fatigue, constipation, cystitis, urinary tract infection, visual impairment and vaginal infection outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, balance disorder, bladder disorder, blood glucose abnormal, dyspepsia, gastrointestinal disorder, gingival pain, hair disorder, hypersensitivity, insomnia, mental impairment, ovarian cyst, ovulation pain, pruritus, skin burning sensation, weight increased, the first episode of paraesthesia and the second episode of paraesthesia with essure. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, back pain, cervicitis, constipation, cystitis, cystitis interstitial, dry eye, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: (B)(6) 2014, she underwent novasure procedure. This did not relieve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: in this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No similar adverse event case report have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), interstitial cystitis, lupus,skin rashes, itching, bladder or urinary problems or changes, ovarian cysts: adenomyosis/cervicitis, neurological conditions or problems type: tingling in limbs, dysmenorrhea (cramping), pain, vision/eye problems type: itchy/dry eyes, fatigue, weight gain, constipation were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5062247) on 07-jun-2016. The most recent information was received on 14-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia'), systemic lupus erythematosus ('lupus nos'), genital haemorrhage ('irregular bleeding') and mental impairment ('diminished brain function') in an adult female patient who had essure (batch no. 910511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, chest pain, malaise, urination pain, cervical dysplasia, bloating, cystitis, uterine bleeding, endometrial ablation, abdominal pain, bacterial vaginosis, chest pain, fatigue, urination pain, cervical dysplasia, bladder operation, loop electrosurgical excision procedure, tonsillectomy, wisdom teeth removal, skin lesion, leucocoria, pruritus of genital organs, menopausal syndrome and chronic cervicitis. Concurrent conditions included body mass index normal. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg) since (B)(6) 2014, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2014, ibuprofen since (B)(6) 2014, metronidazole benzoate (flagyl) since (B)(6) 2014 and misoprostol (cytotec) since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis interstitial ("interstitial cystitis"), adenomyosis ("adenomysosis"), cervicitis ("cervicitis"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), constipation ("constipation") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pruritus ("sensation of itching of skin/ itching") and rash ("skin rashes"). In (B)(6) 2015, the patient experienced visual impairment ("vision got worsed"). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), mental impairment (seriousness criterion disability), ovulation pain ("painful ovulation"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), bladder disorder ("bladder sensitivity"), paraesthesia ("tingling sensations in limbs/ sensation of prickling of skin"), skin burning sensation ("sensation of burning of skin"), hypersensitivity ("heightened allergies"), hair disorder ("hair changes"), arthralgia ("joint pain"), balance disorder ("unsteadiness / balance issue"), gingival pain ("gum sensitivity"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping"), dry eye ("dry eyes") and vaginal infection ("vaginal infection") and was found to have blood glucose abnormal ("blood sugar issue"). The patient was treated with surgery (total hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, systemic lupus erythematosus, genital haemorrhage, mental impairment, ovarian cyst, ovulation pain, abdominal distension, dyspepsia, gastrointestinal disorder, bladder disorder, paraesthesia, skin burning sensation, pruritus, blood glucose abnormal, hypersensitivity, weight increased, hair disorder, arthralgia, balance disorder, gingival pain, insomnia, abdominal pain, back pain, abdominal pain lower, vaginal haemorrhage, cystitis interstitial, rash, adenomyosis, cervicitis, dysmenorrhoea, dry eye, fatigue, constipation, cystitis, urinary tract infection, visual impairment and vaginal infection outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, balance disorder, bladder disorder, blood glucose abnormal, dyspepsia, gastrointestinal disorder, gingival pain, hair disorder, hypersensitivity, insomnia, mental impairment, ovarian cyst, ovulation pain, paraesthesia, pruritus, skin burning sensation and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, back pain, cervicitis, constipation, cystitis, cystitis interstitial, dry eye, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented:(B)(6) 2014, she underwent novasure procedure. This did not relieve her symptoms discrepancy - date of birth: 10mar1973. The identical steps were undertaken to the insert essure coils opposite tube. 7 coils were visualized on left tube and 7 coils on right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: tubal occlusion. Pathology test - on (B)(6) 2017: result: uterus. Cervix, fight and left fallopian tubes, resection: -serosa: focal fibrous adhesions. -cervix: focal mild chronic cervicitis. -endometrium: focal inactive endometrium status post ablation. -myometrium: adenomyosis right fallopian tube: no diagnostic morphologic abnormality; no essure device identified. -left fallopian tube: no diagnostic morphologic abnormality essure device identified within proximal fallopian tube extending into myometrium at left cornu. Labeled: uterus, cervix. Bilateral fallopian tubes. -right fallopian tube: 5.6 cm long by 0.4 cm diameter; the cut surface is unremarkable, with no apparent essure device. ·left fallopian tube: 5,6 cm long by 0,4 an diameter; there is an intact metallic essure device within the lumen of the proximal left fallopian tube and extending into the myometrium at the left cornu. Additional tissue: received separate within the container is a 4.0 x t ,5 x 0.8 cm portion of dark purple blood clot.. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: chest pain, malaise, pain during urination , cervical dysplasia. Quality-safety evaluation of ptc: in this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No similar adverse event case report have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of pelvic pain, constipation updated to recovered / resolved. Medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority us food and drug administration (reference number: mw5062247) on (B)(6). The most recent information was received on 07-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("irregular bleeding") and mental impairment ("diminished brain function") in a female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mental impairment (seriousness criterion disability), ovarian cyst ("ovarian cyst"), ovulation pain ("painful ovulation"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), bladder disorder ("bladder sensitivity"), the first episode of paraesthesia ("tingling sensations in limbs"), skin burning sensation ("sensation of burning of skin"), the second episode of paraesthesia ("sensation of prickling of skin"), pruritus ("sensation of itching of skin"), blood glucose abnormal ("blood sugar issue"), hypersensitivity ("heightened allergies"), weight increased ("weight gain"), hair disorder ("hair changes"), arthralgia ("joint pain"), balance disorder ("unsteadiness / balance issue"), gingival pain ("gum sensitivity"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (removal surgery via hysterectomy). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, mental impairment, ovarian cyst, ovulation pain, abdominal distension, dyspepsia, gastrointestinal disorder, bladder disorder, skin burning sensation, the last episode of paraesthesia, pruritus, blood glucose abnormal, hypersensitivity, weight increased, hair disorder, arthralgia, balance disorder, gingival pain, insomnia, abdominal pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal distension, arthralgia, balance disorder, bladder disorder, blood glucose abnormal, dyspepsia, gastrointestinal disorder, gingival pain, hair disorder, hypersensitivity, insomnia, mental impairment, ovarian cyst, ovulation pain, pruritus, skin burning sensation, weight increased, the first episode of paraesthesia and the second episode of paraesthesia with essure. The reporter commented: (B)(6), she underwent novasure procedure. This did not relieve her symptoms. Quality-safety evaluation of ptc: in this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No similar adverse event case report have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-nov-2017: summons received- case become potentially legal, reporter added, start date and stop date of drug was updated, device category was changed from other event to incident, events abdominal and back pain, cramping and irregular bleeding were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only on 13-nov-2017: coding request incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.